Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v568022, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v568022, implanted: (B)(6) 2010, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the insulation of the lead was nicked during an unrelated surgery.